Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the device revealed that the unit was returned with the outer jacket fractured and a bend/kink in the shaft. The catheter was inside another companies sheath. Wrinkles were noted in the sheath and a kink was noted distal to the hub of the sheath. At the location of the kink in the sheath, the catheter had a torsional kink. The internal braid was stretched, but intact. Quality engineering determined that the appearance of the guiding catheter was not consistent with a sudden brittle fracture. There was clearly additional manipulation of the guiding catheter after the initial kink occurred, which continued until the outer jacket separated. Consequently, the jacket broken edge would not pass through the sheath seal leading to the elongated internal braid. As part of quality control process all viking catheters are visually and dimensionally inspected prior to packaging. A review of the mfg device records for this product lot revealed no non-conformities. No corrective action is warranted. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the guiding catheter became immobile and kinked when advancing through a tortuous right iliac artery. The contralateral approach led to successful completion of the procedure. The guiding catheter was removed with the sheath following normalization of anticoagulation. Reportedly the pt tolerated the procedure well without further complications.